Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump would not turn on even after inserting a new battery. The customer had already reverted to manual injections because the insulin pump was not working. The customer experienced a blank display. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that there was a crack on the upper right hand corner of the insulin pump's casing. The customer stated that the insulin pump had been working with the crack. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads.